Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer requested a repair, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the resistance value of the keypad of the handcontrol set was out of specifications and were drifting. Also the protective conductor resistance of the motor cable was out of tolerance. The keypad was also found to be not responding properly and the tissue seal kit was found to be missing. The blade was also found to be disassembling from the device. The motor cable, handcontrol set, and the missing parts of the of the drill mounting mechanism were replaced and the device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the missing components of the drill mounting mechanism, which would have caused the blade to disassemble. However, given the information provided we cannot discern a definitive root cause for the defective motor cable and the handcontrol set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/01/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/01/2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by affiliate in the (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w handcontrol device had an unspecified malfunction. No patient consequence and no surgical delay was reported. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the blade device was found to be disassembling from the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.